Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no service history in the previous 12 months. Visual inspection identified a delaminated downstream occlusion (dso) and the upstream occlusion (uso) seal was buckling. The dso was replaced. The uso/dso sensor was calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for damaged battery compartment, during device evaluation, a delaminated downstream occlusion (dso) seal was identified. There was no patient involvement.